Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetes ketoacidosis on unknown date. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a no delivery alarm and reservoir compartment opening had chipping on it. Customer stated that the battery life was diminished down to a week or more. The device will not return for the analysis.